Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a pt of unk age, gender and origin. The pt was taking an unspecified medication for treatment of an unk indication. In 2008. The humapen memoir burgundy (lot 0603c01) was reported to have a crack and on the display screen a little black spot could be seen. It was stated that a temporary fault had appeared. This humapen burgundy is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on 13-mar-2008. Examination found missing segments in the dose numbers field. It was unk if this humapen memoir burgundy was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: a follow-up report will be submitted when the final evaluation is completed.